Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received and indicated that high pacing lead impedance and loss of capture (loc) was also observed due to lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead had conductor and lead body damage. The rv lead was abandoned surgically and was replaced with a new lead. No additional adverse patient effects were reported.